Event description:
The reporter stated that the surgeon inserted an aq2003v three piece silicone lens. The incision was enlarged to remove the lens, due to a anterior capsular tear. A vitrectomy was performed and another lens was inserted. A suture was required to close the wound. The capsular tear was not caused by the phacoemulsification system or the iol, it was due to the patient's capsule condition.

Manufacturer narrative:
A work order search was performed for the lens and no similar complaint was found within the search.